Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(6) 2016. (B)(4).

Event description:
It was reported that the end user received scratches on her face, applied duoderm extra thin and during the two to three days it was on the skin there was no sensation or feeling of itching or discomfort. Upon removal of the duoderm, pigmentation was noted in the area of the wound. Bactroban ointment was prescribed by a pediatrician.